Event description:
The customer reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ipc board was replaced and the collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.